Event description:
It was reported that the customer received no delivery alarms during bolus and basal rate insulin delivery. This persisted despite changing out the infusion site and set several times. Customer's blood glucose was 300 mg/dl. Troubleshoot could not be performed at the time of the call. It was further stated that the fixed prime was set to .3 units but it would count up and deliver 3.0 units. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display anomaly due to severely corroded battery cap contact noted; tested with a test battery cap and the insulin pump powered on properly. No unexpected excessive no delivery alarms or prime fill anomalies noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.